Event description:
Additional information received identified the patient is in stable condition since discharged and will be under physicians observation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the inaccurate measurements were observed through hf sensor. Subsequently, the sensor was recalibrated through right heart catheterization.